Event description:
It was reported that before the procedure, the cath lab nurse detected that the gel came out of the probe cover as if it had small pin holes once it was pushed onto the probe device, specifically in the probe cover tip area. Two units were reported. No patient injuries, infections, or complications were reported.